Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the report was inadvertently submitted under the wrong MFR number. The new report will be submitted under MFR: 0001822565-2017-08196.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09967, 0001825034 - 2017 - 09968. Concomitant medical products: unk humeral component, unknown part/lot, unk ulnar component, unknown part/lot, bearing comp, unknown part/lot, condyle kit, unknown part/lot, screws, unknown part/lot, pin, unknown part/lot, plug, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address septic loosening and prosthetic infection. No further information has been made available at this time.